Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that patient's trial had not worked from the beginning. They stated that prior to the trial, they had a urethral stricture and was wondering if they should have gotten the test stimulation since per the labeling, the therapy was not intended for patients with urethral stricture. Patient was advised to follow up with their healthcare professional (hcp) regarding the therapy and candidacy. No further complications were reported.